Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently there is disease progression, moderate tortuosity in the iliac limbs. It was reported that patient presented emergently with abdominal pain. There was an approximately 5mm limb separation between the 16x16x82 and the 16x13x124 that was originally placed in the right iliac. An endurant 16x16x93 was placed as a bridge covering the gap between the 2 original limbs, the type iii endoleak, and separation was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient¿s condition affected effectiveness of device (anatomy related; disease progression, moderate tortuosity in the iliac limbs), (cause is unknown); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression, moderate tortuosity in the iliac limbs), (cause is unknown).